Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the skin graft mesher sn (B)(6) by zimmer-australia on 25 may 2020 revealed that the pre-test could not be performed because the comb was damaged. Product repair: repair of the device was performed by zimmer-australia on 28 may 2020 which included replacement of the following: comb the device, serial number (b0(6), was then tested and functioned properly. It was repaired, inspected and tested per (B)(4). Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the meshing plate is bent and in need of replacement. No further information provided. The event occurred during surgery. There was no patient harm or delay that occurred. No adverse events were reported as a result of this malfunction.